Manufacturer narrative:
Device manufacture date: electrode belt - 02/2009. Device evaluation: the equipment has not been returned to lifecor and has yet to be downloaded. Since the patient was not wearing the device at the time of death, the download would not give us any further information. The patient never called in about the rash or alerted his doctor prior to removing the device.

Event description:
The wife of a male patient contacted lifecor customer support to report that the patient had passed away in 2009. She stated that the patient had a rash or something from the garment. The patient had removed the device. The patient went to the doctor, and the doctor told the patient to not "worry about wearing it. It would be less stressful. Go ahead and send it back." On the way home, the patient fell asleep and died. The wife drove him to the nearest hospital but by the time she ran into the ER, he was gone. She believed he had a massive heart attack.